Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) visited onsite and identified that the system does not boot up properly. Fse identified that the suite pc was not booting up due to the corrupted software. The fse reinstalled the pc's software which resolved the issue. After that, the system was returned in good working condition and was ready for clinical use. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not complete the boot process. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Review of the log file analysis could not determine the root cause. A philips field service engineer (fse) visited onsite and identified that the system does not boot up properly. The fse identified that the suite pc was not booting up due to a software issue. The fse reinstalled the pc's software which resolved the issue. After that, the system was returned in good working condition and was ready for clinical use.